Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and lymphoma alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma alcl

Event description:
Physician reported explant "due to alcl suspicion. Patient presented lymphoma on the left side" and "felt tired and had spots on the leg and arm." Patient later reported immunohistochemical examination results including "cd30 ¿ positive in cells of interest" and alk-" and seroma. The device has been explanted.